Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete firing cycle the analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, there was an unexpected noise when the device was fired. The staples were unformed and fell off. The target tissue was regular and clamped properly. A purse-string instrument was used on the anvil side and an automatic suture instrument was used on the device side. The anvil was set to the device properly with a clicking sound. The indicator was within the green zone at the time of firing. A breaking noise that was different from the sound that would be heard when the washer was cut was heard. The firing handle was fully grasped. The device was removed without problem. The target tissue was not completely cut off. The doughnut was not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.